Event description:
During index procedure, 1 microdriver rx stent was implanted to the 1st right posterolateral. It is reported that 1 day post index procedure an mi occurred. Investigator classified mi as "not assessable" and described it as "elevation of cardiac enzymes but no clinical signs of mi." Patient was asymptomatic at 30 day, 6 month and one year follow ups. Investigator did not assess if mi was related to stent.

Manufacturer narrative:
(B) (4): evaluation results: (mi).